Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the pt will undergo an ipg revision due to charging difficulties.

Event description:
A report was received that the patient will undergo an ipg revision due to charging difficulties.